Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection (location not confirmed). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for several days (specific date and duration not reported) and was treated with antibiotic (type, date, and duration not reported) after developing infection. The patient subsequently developed a seroma at the implant site and underwent drainage procedure (specific date not reported). Later, a fistula had developed at the implant site, resulting in exposure of the receiver/stimulator.